Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. An issue with the processing of the sample by the mpa could not be excluded. Refer to (B)(6) for the mpa. Follow up with the customer confirmed the issue was resolved after the service visit.

Manufacturer narrative:
(B)(4).

Event description:
The customer received analyzer alarms and questionable ise indirect na, k, ci for gen.2 results for multiple patient samples. The customer stated only the erroneous results for one research sample were reported outside the laboratory. Of the provided data for this patient, only the sodium result was discrepant. The initial result was 149 mmol/l and the repeat result on another cobas 8000 in the laboratory was 141 mmol/l. The sample was originally tested in an aliquot cup from the modular preanalytic analyzer (mpa). The repeat testing was performed on the primary sample tube and was believed to be correct. The correct results were called to the research physician one hour after the original results were reported out. The patient was not adversely affected. The electrode lot number and expiration date were requested but were not provided. The field service representative could not find a cause. He cleaned the entire ise flow path and replaced the pinch tubing. He ran successful ise checks. The customer ran calibrations, controls, and patient correlations which were within specifications.